Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change. During the procedure, the right atrial (ra) lead was capped and replaced due to high thresholds on (B)(6) 2018. The patient was stable before, during, and after the procedure.